Event description:
During the treatment the accessory fitted to the tube applicator fell down on the pt's face, the pt was injured under the eye, cheekbone. Injury not severe - the customer considered that the cause was incorrect attachment by the operator.